Manufacturer narrative:
The product analysis indicates the device came in with a missing knob and with an older gui software version. The device was disassembled and cleaned. A new knob was installed and the software was upgraded. The device was reassembled and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the customer indicates the event took place during testing prior to use. There was no patient involvement.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the giving off/displaying readings intermittently. They were not getting consistent readouts and/or audible cues. There was no patient impact or injury.